Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a picture was received for evaluation. Upon visual inspection of the picture two straight packets of the product code m8709, lot # qebbll could be observed. No samples with needle pull off were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the needles have been popping off since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was reported: "needles have been popping off inadvertently on 6-0 prolenes" please clarify: what does "needles have been popping off" mean, do you mean: the needle pulled off. From the suture during the procedure? Correct. Needle came off suture during the anastomoses. Was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Good condition. What was used to complete the procedure? Another suture. Lot number? Qebbll. Procedure name and date? I do not know. Event date? Date pi submitted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices that had needle pull off issues during this single procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomoses procedure on an unknown date; and a suture was used. During the procedure, the needle popped off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.